Event description:
It was reported that the patient developed severe aortic regurgitation and was admitted. It was noted that they had experienced shortness of breath. The patient had an impella placed for a long time which made the doctors unsure exactly if there was aortic insufficiency (ai). It was noted that the doctor believed long-term left ventricular assist device (lvad) support may have strained the aortic valve and may have led to worsening aortic regurgitation. The patient was intubated and received an artificial respirator. A surgery was performed with the park's stitch method and the condition of ai was a mild level immediately after surgery. They were discharged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported aortic regurgitation could not be conclusively established through this evaluation. The patient was ultimately discharged on (B)(6) 2023. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A is currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.